Event description:
Pt noted to have abrasion in middle of forehead. Pt monitored in hosp with pulse oximeter placed on forehead and secured with the head band. Shape of probe resembles that of scar. Abrasion healed but deep scar remained. Injury may have been caused by pressure from probe.